Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported an event where he allegedly "blacked out." The patient indicated that he changed the pump's battery the previous evening. The animas representative involved in this contact noted that the patient then filled "two vials because, he did not realize what he was doing". The patient then stated that he must of "blacked out". The patient could not explain why he thought he blacked out. The patient reportedly could not remember anything and was a poor historian. The patient admitted that he had been having trouble thinking clearly since undergoing gall bladder surgery 2 weeks earlier. The patient was testing his blood glucose (bg) once a day. A review of the pump's prime history revealed large prime volumes but the patient denied that he was attached during the primes. The patient also reportedly woke up with the site being out of his body. In addition, through troubleshooting the animas representative noted that the pump's am/pm setting was reversed which possibly led to incorrect basal delivery. The pump reportedly had 2 programmed basal rates. The pump's date was also incorrect. The animas representative assisted the patient with correcting the pump's date and am/pm setting. The tdd history did not show any associated alarms in the pump. The tdd history also showed that the patient had not bolused since (B)(6) 2012. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he "blacked out". However, at this time it is unclear if the pump and/or possible use-error contributed to the patient's injury considering the pump's am/pm setting was reportedly incorrect.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.